Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con ii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
Safety note: impacted product number: ip-02101328 sm mpp gel 450cc gel implants left breast notes: it was reported, via a healthcare professional report, that a female patient who underwent breast augmentation surgery sm mpp gel 450cc mentor gel breast implants on (B)(6) 2015. Granuloma was observed on or about (B)(6) 2024 from ultrasound findings ¿ ¿caudally in the right a single lymph node with the beginning of the ¿snow storm¿ sign is seen¿. Right implant removal is planned for (B)(6) 2024. Additional information received on august 22, 2024, indicated that the patients' post operation showed bilateral breast capsular contractures grade ii, and the MRI showed symptomatic right side rupture. As a result, patient underwent bilateral replacements as follow: right) 350-5001 bc sn (B)(6), left) 350-5001bc sn (B)(6) on (B)(6) 2024. Therefore pc: breast pain was removed and pc: capsular contracture associated with breast implant was added to the right implant. This report relates to the left side.